Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers wife reported via phone call that customer was hospitalized on (B)(6) 2021 for high blood glucose. Customer wife states that it was customers fault as customer was trying to adjust sugar in pump and they had trouble doing it. Customer blood glucose was 917 mg/dl when admitted to hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that smart guard feature was active at time of high blood glucose. Customer is treated with insulin pump and IV insulin drip for high blood glucose. The insulin pump will not be returned for analysis.